Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: upon review of the black box data, multiple consecutive unexplained power reboots were observed on a single occasion. The battery compartment and the battery cap were undamaged; the cap was able to secure and to maintain electrical connection. The battery cap contact height and width measured within specifications. In addition, the battery cap was fastened and then unscrewed half way with no reboots occurring. The ez-prime steps were performed correctly; no power interruptions or alarms occurred during the investigation. Upon removal of the pump cover, no intermittent condition was found to the power circuit or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.